Event description:
The customer reported a false reactive alinity I anti-hbc ii result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 2.20 s/co, another alinity = 1.06 s/co, another alinity = 0.13 s/co, another alinity = 0.19 s/co, another alinity = 0.41 s/co. No impact to patient management was reported.

Manufacturer narrative:
Field service (fs) investigated the issue on site. Fs troubleshooting included replacing the 2500ul pump (bulk solutions). There have been no further reports of discrepant results since the part was replaced. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6)) analyzer.

Event description:
The customer reported a false reactive alinity I anti-hbc ii result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6)= 2.20 s/co, another alinity = 1.06 s/co, another alinity = 0.13 s/co, another alinity = 0.19 s/co, another alinity = 0.41 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).